Manufacturer narrative:
The complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was performed, although it was difficult, and a non-bsc pigtail wire was put into exchange the transseptal sheath to a watchman® access system (was) with the dilator. They dilated the septum a few times with the dilator only. They removed the dilator and flushed it and then inserted the watchman® access system with the dilator. At that time, they noticed a thrombus right at the tip of the was and on the wire. While they removed the wire, they aspirated with a 60cc syringe and they successfully recovered the thrombus. At that time, the activated clotting time (act) was only 122 after the patient received 8000 units of heparin. So they gave an additional 10,000 units of heparin and then they waited for about 10 minutes. They did a repeat act reading and it was 364. So they continued on with the case and they successfully closed the appendage with a watchman® closure device. The patient woke up from the anesthesia and neurologically intact and was sent home the next day.